Event description:
The customer was getting erratic results on the device when checking their blood glucose. Pt obtained readings between 200-300mg/dl and then dosed insulin. On three occasions they experienced hypoglycemia and passed out. They were treated by paramedics. Controls were not used on the system. The device was replaced and requested to be returned for eval.